Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 462mg/dl. It was stated that the customer was vomiting before her admission. Troubleshooting was performed. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found several low battery alarms, low reservoir, and a no delivery alarm. The drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. Advised the nurse to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.